Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there is a substance in the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, then with 30x magnification. There is a piece of plastic attached to the syringe rubber stopper that is 3/16" in size. The piece has the appearance of the plastic similar to that of the plunger rod material. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process resulting in damage to a plunger rod and plastic ending up in the sample. A device history record review was completed for provided material number 302832, lot 4080899. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. Alignment of the rails and conveyors was correct. The flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
The issue was discovered before patient use. Material number: unknown; lot number: unknown. It was reported by the customer that there is some sort of substance in the syringe. Rcc received a complaint via email. I work at an infusion pharmacy in (B)(6). We use some of your syringes in compounding medications, including hazardous medications. While compounding a mvsai when the medication was being pushed from the syringe into the ns 0.9% bag, it was noticed that there was some sort of substance in the syringe. I wanted to reach out to you regarding this. I do still have the affected syringe as well. Please reach out to me with the next steps.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material number: unknown; lot number: unknown. It was reported that the bd syringe 30ml ll s/c 56 had foreign matter. The following information was provided by the initial reporter: I work at an (B)(6) pharmacy in (B)(6). We use some of your syringes in compounding medications, including hazardous medications. While compounding a mvsai when the medication was being pushed from the syringe into the ns 0.9% bag, it was noticed that there was some sort of substance in the syringe. I wanted to reach out to you regarding this. I do still have the affected syringe as well. Please reach out to me with the next steps.